Event description:
It was reported that on two occasions, the lead displayed a rising impedance trend. The first occurred approximately one and a half years ago and the second approximately one year ago. Recent interrogation revealed a lead warning. Additionally, there was no ventricular capture with settings at maximum output in two different parameter configurations. The lead displayed high threshold and impedance. A chest radiograph revealed a clear fracture with complete disconnection. The patient was scheduled for lead extraction and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information sex. If information is provided in the future, a supplemental report will be issued.